Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) exceeded 300 mg/dl due to pod alarming while at work and not having a replacement pod. Patient went 12 hours without insulin delivery. When patient went home, a new pod was applied and insulin delivery resumed. However, despite new pod, drinking salt water, antacids, and refraining from carbohydrate intake, patient's condition did not improve and vomiting ensued, overnight. The following day, patient visited an urgent care and was administered 2 liters of fluids. Patient's bg improved to 164 mg/dl and patient was sent home.